Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to a low hemoglobin level. An esophagogastroduodenoscopy performed on (B)(6) 2016 located two bleeding nodules in the stomach which were clipped. On (B)(6) 2016, the patient was discharged with no further issues.